Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
Additional information received on 03/04/2025: this was discovered during an ac joint reconstruction procedure. The screw, in a portion of the implant inserter broke in the button. The button and all fragments were removed. The case was completed using another ar-2372blo knotless ac tightrope. The case was delayed with additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/24/2025, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope broke. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/3/2025.